Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the physician that the pt showed high lead impedance on system mode diagnostics. Pt had an injury in school and after that pt showed high lead impedance. Pt is scheduled for a full revision surgery. Good faith attempts to obtain additional information has been unsuccessful till date.